Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal decompression/fusion using zero-p va implants. The following complications as per spine tango registry report were: belgium reoperations at any level due to: (n=1) unknown. Switzerland intra-operative general complications: (n=1) pulmonary. Post-operative general complications before discharge: (n=1) kidney / urinary (n=1) other. Intra-operative surgical complications: (n=2) dural lesion. Post-operative surgical complications before discharge: (n=1) epidural hematoma (n=2) motor dysfunction (n=1) recurrent nerve paresis. Postoperative follow-up complications: (n=1) motor dysfunction. Reoperations at any level due to: (n=2) non-union, (n=1) adjacent segment pathology, (n=2) implant failure, (n=1) hardware removal, (n=8) unknown. Reoperations at same level due to: (n=2) non-union, (n=1) adjacent segment pathology, (n=1) implant failure, (n=1) hardware removal, (n=2) unknown. Italy reoperations due to non-union (n=1). UK intra-operative surgical complications: (n=1) other. This is for depuy synthes spine zero-p and zero-p va implants.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.